Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), which led to non-sustained ventricular tachycardia. Reprogramming rv lead sensitivity was discussed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the rv lead sensitivity was reprogrammed and no further twos was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.